Event description:
The customer observed falsely depressed potassium on the architect c4000 processing module for a 62-year-old female taking a potent neuroleptic medication. The patient sample was repeated on the blood gas analyzer with a higher result. The following results were provided (reference range 3.4 - 5.1 mmol/l): sid (B)(6), initial potassium result= 1.5 mmol/l, which was confirmed by a second blood draw; the sample was test at another facility with the same results; repeat results on the blood gas analysis (capillary blood draw) = 4 mmol/l. The patient was retested on (B)(6) 2026 with a result of 2.5 mmol/l. The patient received IV potassium. The customer confirmed the IV potassium the patient received wasn't considered unnecessary. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section d10 - concomitant product: this section was updated from blank to ict sample diluent (ln 02p32-50) lot 35857un25. This report is being filed on an international product, list number 02p24-40, that has the same product distributed in the us, list number 02p24-40, that is 510k exempt. The ict sample diluent is used for analysis of electrolytes on the architect c4000 processing module. A search for similar complaints did not identify an increase in complaint activity for lot 35857un25. A review of tracking and trending for the ict sample diluent (list number 02p32) did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with lot 35857un25 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the ict sample diluent, lot number 35857un25, was identified.

Event description:
The customer observed falsely depressed potassium on the architect c4000 processing module for a 62-year-old female taking a potent neuroleptic medication. The patient sample was repeated on the blood gas analyzer with a higher result. The following results were provided (reference range 3.4 - 5.1 mmol/l): sid (B)(6), initial potassium result= 1.5 mmol/l, which was confirmed by a second blood draw; the sample was test at another facility with the same results; repeat results on the blood gas analysis (capillary blood draw)= 4 mmol/l. The patient was retested on (B)(6) 2026 with a result of 2.5 mmol/l. The patient received IV potassium. The customer confirmed the IV potassium the patient received wasn't considered unnecessary. There was no impact to patient management reported.